Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(6) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed insulation pulling out of the donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller states saw rep today in office where recharger itself is having hard time finding ins. Happening 1-2 months, 1 month confirmed. A vm was left with the patient twice with no answer. Pss advised in message to call pss back so we can order rtm. No patient symptoms were reported. Additional information was received from a patient (pt) on (B)(6)2022 regarding an external device. Pt called back with the recharger (rtm) serial number. Pt did confirm that the rtm does get warm when charging ins. Pt confirmed the issue started in february, as the manufacturer representative (rep) had stated. The patient was sent out a replacement recharger (rtm). No symptoms were reported. Additional information was received from the patient (pt) on (B)(6)2023. It was reported that pt called back stating they had extremely hard time charging the ins for 8 months or more. Pt was at the point where they wanted a new ins. Pt said it was taking forever, for hours, to recharge the ins and pt had to keep adjusting the belt. Pt said it was such a hassle. If pt does not charge pt gets restless legs syndrome really bad and sometimes pt cried. The manufacturer's patient services specialist (pss) reviewed that a recharger was sent to the pt in march. Pt said they were not aware of that. Pss had pt read the serial number and it appeared pt had the new recharger. Pt saw no damage on the call. Pss reviewed to try a new controller this time and if the issue was not resolved to have their hcp check the implant. Pt said they already talked to their hcp and they are going to do an MRI to check if all the hardware and implant were in place in the next weeks. Pss also reviewed to clean the pins. Pt also mentioned 2 days ago the controller changed the language to chinese, pt thought. On the call assisted pt changing the language back to english. No symptoms were reported. A replacement controller was sent out.